Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified anterior tibial artery. A 2.0mmx20mmx143cm nc quantum apex balloon catheter was advanced for dilation and the device was initially inflated at 12 atmospheres. Second inflation was performed at 12 atmospheres; however, during the third inflation at 12 atmospheres, the balloon ruptured after being inflated for 60 seconds. No segment of the balloon was detached inside the patient after it ruptured. There was no visual issue noted to the device prior to use. The procedure was completed using a non-bsc balloon catheter . No patient complications were reported and the patient's status was good.